Event description:
It was reported that during the post operative examination, a bent haptic was observed on the implanted intraocular lens(iol). The physician explanted the damaged lens 2 weeks after the initial implant procedure and replaced with a higher diopter iol of the same model.

Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The lens met all manufacturing specifications prior to release to the market. While we were unable to determine the cause of this event, we have no reason to suspect it is manufacturing related.